Event description:
It was reported that patient pulled foley catheter out and only half came out, has a surgery scheduled to remove the other half of the device. Patient had device in for 20 days when they removed it, patient has dementia. It was noted that the given lot#ngjx0928. Per additional information received via mail on 26aug2025, it was reported that the patient was sent to the hospital. It had to be surgically removed by cystoscopy.

Manufacturer narrative:
The reported event was inconclusive because the investigation did not result in any additional findings and no sample was available for evaluation. A potential root cause for this failure mode could be, ¿operator error or machine malfunction". The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because the investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient pulled foley catheter out and only half came out, has a surgery scheduled to remove the other half of the device. Patient had device in for 20 days when they removed it, patient has dementia. It was noted that the given lot#ngjx0928. Per additional information received via mail on 26aug2025, it was reported that the product was sent to the hospital. It had to be surgically removed by cystoscopy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient pulled foley catheter out and only half came out, has a surgery scheduled to remove the other half of the device. Patient had device in for 20 days when they removed it, patient has dementia. It was noted that the given lot#ngjx0928.